Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-05693 and 2134265-2016-05692. It was reported that automatic pullback failure has occurred. A moderately tortuous lesion was located in the right circumflex artery. During a percutaneous coronary intervention, an opticross jp was selected for use in conjunction with an motordrive unit and a sled. However, the console froze during pullback. The system was rebooted but the issue was not resolved. Subsequently, the opticross was replaced with a simulator and was able to perform pullback using the same console. The procedure was completed with a different device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no issues, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The sled was not returned with the catheter the test was performed with a control sled in the complaint lab. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-05693 and 2134265-2016-05692. It was reported that automatic pullback failure has occurred. A moderately tortuous lesion was located in the right circumflex artery. During a percutaneous coronary intervention, an opticross jp was selected for use in conjunction with an motordrive unit and a sled. However, the console froze during pullback. The system was rebooted but the issue was not resolved. Subsequently, the opticross was replaced with a simulator and was able to perform pullback using the same console. The procedure was completed with a different device. No patient complications reported and the patient's condition is good.